Manufacturer narrative:
The reagent lot number was 76942201 with an expiration date of 31-mar-2025. The customer performed precision testing, cleaned the sample probe, performed air purges, and performed a probe wash. The customer cleaned the probe rinse station and repeated the qc that was out of range. The field service engineer found there was fluidic carryover. He replaced the sample and reagent probes, cleaned solenoid valves, and adjusted the rinse mechanism. Operational and mechanical checks passed. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of a questionable calcium gen.2 result from the cobas c 503 analytical unit. The initial result was 5.99 mg/dl with a data flag. The repeat result on another cobas c503 analyzer was 8.5 mg/dl. The repeat result from the original analyzer was 8.4 mg/dl. The questionable result was not reported outside of the laboratory. The result of 8.5 mg/dl was believed correct.